Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 05, 2021 that a wallflex biliary rx fully covered biliary rmv stent was implanted in the bile duct to treat biliary stones/ stricture during a procedure performed on an unknown date. Reportedly, the patient's anatomy was not dilated prior to stent placement. On (B)(6) 2021, during a scheduled endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure, the stent was attempted to be removed. Upon removal of the stent, it was noted that the stent was covered in hyperplastic tissue. During removal, the stent became unraveled and broke apart. Eventually, the broken pieces were successfully remove from the patient using rat tooth forceps and the procedure was completed. There were no patient complications reported as a result of this event. Note: it was reported that the wallflex biliary rx fully covered rmv stent was implanted to treat biliary stones. However, per the wallflex biliary rx fully covered stent system rmv, the stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplams, relief of malignant biliary obstruction prior to surgery and for indwell up to 12 months in the treatment of benign biliary strictures secondary to chronic pancreatitis. The wallflex biliary stent is not indicated to be treat biliary stones.